Manufacturer narrative:
The baxter technician found the right caregiver control needed to be replaced. Per the hillrom user manual: the hill-rom 1000 bed requires an effective maintenance program. We recommend that you perform annual preventive maintenance (pm) and testing for joint commission. Pm and testing not only meet requirements but will help make sure a long, operative life for the hill-rom 1000 bed. Pm will minimize downtime due to excessive wear. Perform annual preventive maintenance procedures to make sure all hill-rom 1000 bed components are functioning as originally designed. Pay particular attention to safety features, including but not limited to the following: electrical system components; proper operation of the lockout controls. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right caregiver control. Baxter contacted the account three times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the hr1000 ran up unintentionally. The device was located at the account. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.